Event description:
It was reported that device was explanted. Two years ago, patient started experiencing "stress related grand mal seizures." Instability walking and subsequent fall increased with disease. Patient landed on device repeatedly and experienced pain and extensive bruising around device implant site. No bruising was noted the day of this report. No correlation between device and patient seizure was reported. Device had been working well for patient's chronic pain. Device's battery had been dead at least 5 to 6 month, which was confirmed with inability to interrogate with programmer ((B)(4)).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension. (B)(4).